Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had their drg system explanted two years ago at an unknown date for ineffective therapy. During the explant, a portion of the patient's leads remained in the body. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.